Event description:
It was reported that while in the theatre, the doctor inserted the needle/syringe into the pt's internal jugular vein. When the doctor withdrew blood, a crack was noted in the syringe and as a result, both the needle and syringe were removed and a new set was opened and successfully inserted in the same vessel. After the central venous catheter (cvc) was inserted, the pt had surgery and then transferred to the intensive care unit (ICU) in stable condition. There was no reported delay, death, or complications to the pt. It was noted tht blood leaked from the crack of the syringe.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.